Manufacturer narrative:
Catalog number in d4 is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Peritonitis / abdominal infection and stoma site issues are a known complications of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in finland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2025, it was reported that the patient tried to start lecigon on an unknown date. A relative of the patient reported that on an unknown date during the tubing placement, "the surgery failed in every way." The patient developed an abdominal infection and subsequent intestinal obstruction. Feces came out of the stomach at the root of the tube and the stomach had to be cut open. The cause and location of the bowel obstruction was unknown. There was no information indicating the location of the bowel obstruction or if it was in proximity of device (j tube). Multiple attempts were made to obtain additional information, onset dates, procedure information, obstruction location, and treatment information were unsuccessful. No further information was received; therefore, abbvie has decided to conservatively report.